Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that their daughter they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. The customer was treated with a bolus. Customer also reported they did receive a calibration not accepted alert and change sensor alert. The customer declined troubleshoot for high glucose. The insulin pump will be returned for analysis.